Event description:
Customer reported receiving a no delivery alarm during fill tubing. During troubleshooting, customer was able to resolve the issue by changing the reservoir. Blood glucose level was 545 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.